Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an implant procedure on (B)(6) 2021, the patient developed an epidural clot just above the lead and experienced numbness and weakness in their legs. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. The numbness and weakness has since been resolved.